Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a liberty select cycler screen went blank in an unknown phase of pd treatment. The patient pressed ok & stop keys and touched the screen but the screen remained blank. The ok & stop keys made sound. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. Tech support replaced the cycler due to the blank screen and advised the patient contact to discontinue use of this cycler and to contact the pd registered nurse (rn) to inform of replacement. In a follow up, a patient contact verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient will carry out manual treatments until the cycler is replaced. Additional information was requested but not received. There was no reported harm during the initial call. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.